Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac perforation that required surgical intervention. The patient also had cardiac arrest that required CPR (cardiopulmonary resuscitation). During ablation of the right atrium, and watching catheter movement, the physician was prolapsed on the posterior cti (cavotricuspid isthmus) line and there was high contact. The physician was notified of the high contact, and they noticed that it began to spike and the reporter had the stuff come off ablation. The physician moved the catheter fast and it flung up to the posterior right atrium. After about one minute, anesthesia called for a drop on blood pressure. It got down into the 40s on the r (right) line. They began CPR (cardiopulmonary resuscitation) and a code was called. They ended up making a pericardial window with a chest tube. It was still bleeding, so they did an open-heart surgery, and they found a puncture hole on the posterior right atrium (per the cardiothoracic surgeon). Patient was reported to be in stable condition. The physician thought there was a steam pop. After looking at the rf (radiofrequency) data, there was no spike in temperature, but the impedance spiked on the last ablation. The ablation catheter was the one used and was moved quickly which caused the catheter to be flung up through the tricuspid valves.